Manufacturer narrative:
(B)(4). It was discovered that duplicate information was already filed in report 2124215-2016-11983. Going forward, all information concerning this event will be documented in report 2124215-2016-11983.

Manufacturer narrative:
(B)(4); the field representative was contacted and confirmed the patient is still in the ICU. The plan is to evaluate the system for the low impedance measurement once the patient's condition improves. No programming changes have been made with this s-ICD system. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) patient was noted to have bradycardia and low blood sugar. A code was called and while the physician was performing CPR, he alleged that he was electrocuted by the s-ICD shock, however there was no report of any harm to the physician as a result. The code was called around 2:00-2:15, but the time of shock was showing around 2:36. The time appeared to be off between the hospital and device. A review of device data was requested of boston scientific technical services (ts). Reviewing the rate plot, ts noted the average rate was 50 bpm or so for some time before the patient received the shock, then it there appeared to be the start of asystole, which would match up with pea, about 20 minutes before the shock. This would be indicated by 2 second markers on the rate plot for no sensed activity and an average rate not updating. Then about 10-15 minutes before the shock, there were bursts of rate intermittently, which could be when CPR was being administered. Ts discussed that the shock does appear to send the rhythm back to a more regular signal, but pre-shock, there appeared to be some double and triple counting because signals were so small and sensing was at such a low average. Ts noted the impedance measurement of 22 ohms is concerning and recommended examining the system position. Ts noted sensing in alternate and primary is almost half as large now, so it appeared as though something has changed. The field representative noted the patient did have open heart surgery where the electrode was moved and sutured back into place. Ts discussed that this could have played a role, but would need to investigate further.